Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; showed indication of black chemistry. Most likely underlying root cause of malfunction noted in the complaint: improper storage of test strips in high humidity areas. Manufacturer acknowledges lateness of this report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Event description:
Consumer complaint of e-3 error; test strip error. Investigation of returned test strips produced e-3 error. Test strip lot manufacturer's expiration date is 04/30/2015 and open vial date is not verified.